Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported during a medical procedure on (B)(6) 2024, pin fell out of the distal end of the instrument. They are not sure if the pin fell out before the instrument was brought into the surgery or if it fell out during the case. However, no injuries were reported and no surgical delays.

Manufacturer narrative:
Per investigation by the manufacturing site: no article was sent for investigation, so the complaint cannot be confirmed. A possible cause could be, for example, that a needle or object that was too large was grasped, causing too much pressure on the connection and leading to breakage. Age can also play a role (number of reprocessings /applications assumed), but this is not known. The investigations did not reveal a root cause related to the labelling, the device or its history. All production-related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).